Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. Concomitant products 5592 implantable pacing lead - (B)(6) 2009. (B)(4).

Event description:
It was reported that within a couple weeks of implant, the device exhibited unexpected noise on the right ventricular (rv) lead elec trogram (egm). The lead was tested, and appeared to the functioning appropriately. The device was subsequently explanted and replaced. No patient complications have been reported as a result of this event.